Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. There was no reported impact to the customer's blood glucose level. The customer reverted to alternate therapy for diabetes management.